Manufacturer narrative:
The device failed to the 30psi occlusion test and alarmed at 48psi, which was outside of the acceptable specification between 22psi and 38psi. The other user-reported issue that the device tangled up the administration set tubing was not confirmed, as zyno medical was unable to duplicate the result. The device was repaired and tested to meet specifications on (B)(6) 2017 and was shipped back to the customer on (B)(6) 2017.

Event description:
On (B)(6) 2017, the customer service representative at zyno medical received a complaint from the customer about a constant occlusion alarm issue with an infusion pump. The pump constantly alarmed occlusion and tangled up the administration set tubing. The affected infusion pump was sent back to zyno medical for investigation and no IV set was captured. During the investigation testing performed on (B)(6) 2017, the infusion pump was found to fail the 30psi occlusion test, which made an MDR reportable event. No patient was involved in this case. The MDR decision was made on (B)(6) 2017.